Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely the following led to the malfunction: unexpected component failure of the power supply of the unit. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument's top fuse housing was loose and abnormal. The whole top fuse housing was rotating, but the bottom was not. After reinstallation of fuses, there were electrical arcs, electrical smoke, and fire on the back of the unit. The device was unplugged from the wall. There were no reports of patient harm.